Manufacturer narrative:
Evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
A surgical technician reported that during lasik surgery, a warning message appeared during the bed cut of a treatment, approximately one-third of the way through the procedure, and the laser stopped cutting. Multiple attempts were made to clear the message without success, and the procedure was aborted. Although it was recommended to wait three to six weeks to proceed with surgery, the patient was rescheduled and returned 3 days later for completion of the procedure, with no further complications. Additional information was requested.